Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in the hospital and inserted a sensor but received a lost sensor alert. The customer stated that hospitalization was not due to high blood glucose but it was related to diabetes. The customer was not feeling well and did not want to continue troubleshooting. Customer declined to provide hospitalization details. Customer was advised to change the sensor.

Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors cannula broken in a half inside of sensor base. Unable to confirm if customer received sensor in said condition due to customer returning sensor opened/used. Remaining sensors performed bicarbonate buffer test and sensor passed per specification with accurate readings.